Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
It was reported that the cutter broke out. It is unknown when the issue has occurred as the event was identified when the surgeon opened the set during reprocessing. The device was used during a shoulder surgery. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Complaint allegation is confirmed. Functional testing was not performed due to the damage of the device threads. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly and extended use in the field. Manufacturing date 2020.